Event description:
It was reported that after implantation of the filter 1 1/2 years prior, the pt came into the emergency room complaining of abdominal pain. A CT scan revealed that 5 of the filter legs had perforated through the cava wall and one of the legs had eroded and gone into the mesenteric artery. The pt was taken to surgery, where the surgeon clipped the eroded leg and put stitches in the mesenteric artery. The remaining legs of the filter are still through the cava wall. No add'l procedure is scheduled and no further complications were reported.